Event description:
The customer reported to baxter that the reservoir burst. This condition occurred before use with 5-fu (fluorouracil). This condition resulted in a leak of the 5-fu drug. There was no pt injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The sample will not be returned to baxter for evaluation. A follow-up will be filed if samples become available or if additional information becomes available.